Manufacturer narrative:
(B)(4). Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system, excessive no delivery test due to broken or detached end cap.

Event description:
The customer reported via phone call that the insulin pump was broken and piston was cracked. Customer's blood glucose level was 255 mg/dl. Customer reported that when they tried for prime the insulin was squirted out. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.